Event description:
Caller reported problem with touchscreen responsiveness, impacting ability to administer insulin, though touchscreen was not cracked. Blood glucose level remained within a safe range and did not exceed 500 mg/dl. Technical support provided information for pump reset, but the issue persisted, leading to the decision to replace pump. Customer continued using current pump as backup therapy and was instructed on returning problematic pump in storage mode within 10 days using a pre-paid label.